Event description:
It was reported that the ilet¿s external case housing split apart without a known impact, consistent with a screen/bezel separation hardware issue, after which the user transitioned to backup subcutaneous insulin therapy. Symptoms included hyperglycemia with a reported blood glucose of 200 mg/dl for about one hour, without loss of consciousness, diabetic ketoacidosis, or other acute symptoms. Outcomes included temporary interruption of normal device use and reliance on backup therapy, without medical intervention or hospitalization. Investigation included customer service troubleshooting and return authorization with instructions to synchronize data and shut down the device prior to return. Investigation of this case revealed a confirmed enclosure separation consistent with device housing integrity failure, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the external case assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.